Event description:
On (B)(6) 2012, acclarent became aware of a pediatric death that occurred in (B)(6) 2010, following airway stenosis treatment using an acclarent 14x40 inspira air balloon. Acclarent became aware of this info because of a lawsuit that had been filed against physicians involved in the case. The following is based on allegations contained in the legal complaint referenced above. The child had had a tracheostomy and been on a respirator for years. In (B)(6) 2010, the child had a laryngo-tracheal reconstruction (ltr) and multiple airway dilations. Following dilation in (B)(6) 2010, the child allegedly had a tracheal laceration resulting in mediastinitis and death.

Manufacturer narrative:
(B)(6) 2010: boston scientific 9mm airway balloon. (B)(6) 2010: inspira air balloon catheter 10x40mm. (B)(6) 2010: inspira air balloon catheter 10x40mm. (B)(6) 2010: inspira air balloon catheter 14x40mm. No acclarent devices were used during the procedures on (B)(6)2010, or those occurring (B)(6) 2010. Based on info reviewed acclarent believes that the three acclarent devices used on (B)(6) 2010 performed as intended. There are allegations in the legal documents reviewed by acclarent that indicate the acclarent inspira 14x40mm balloon used on (B)(6) 2010 was not used according to the recommended IFU. Acclarent became aware of this event on (B)(6) 2012, which was relayed by legal counsel of the facility.